Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: no damage was found to the keypad. The keypad buttons were found to be responding appropriately to button presses. The keypad was removed and no button contact defects were found.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The patient reported that the keypad buttons have been more sensitive to button presses. The patient claimed that she would barely touch the keypad buttons and that her blood glucose levels (bg) increased from 115mg/dl to 130mg/dl. She stated that the issue continues to occur. The patient reportedly wore the pump in a pocket and did not clean the pump.